Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, 7.50/3.0/103 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019 as a replacement lens. The surgeon observed the lens rotation. The lens remains implanted. No planned medical treatment for the moment. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2019-02304 for initial lens.

Manufacturer narrative:
Additional information: b5- the reporter indicated the surgeon implanted a 12.6mm vtich 12.6 implantable collamer lens; 7.50/3.0/103 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2019 as a replacement lens. Reporter states lens rotated again and refractive change over time was noted on (B)(6) 2019. Lens remains implanted cause is reported as patient related factor. Reference MFR# 2023826-2019-02304 for initial lens. H6-patient code-3191 for refractive change over time. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code: 3191 for refractive change over time should be corrected to patient code: 2137. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported at a unknown later date. The lens was explanted and replaced with a non-toric spherical lens of the same length. D7 - unk. H6 - patient code 3191: no code available (secondary surgery, lens explant). Claim#: (B)(4).